Event description:
A patient received an MRI using a neck coil. At the conclusion of the scan while removing the patient from the magnet, the coil cable bracket became caught on the cover and the coil twisted. The MRI technician untwisted the coil and the patient stated that they were not harmed in any way. However, the patient reportedly complained several days following the incident about the incident. The MRI system was checked following the incident and all mechanical functions and alignments relating to the involved coil were found to be within specification.